Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had ¿fell apart¿ (disconnected) from the patient line of the homechoice (hc) cassette during automated peritoneal dialysis (pd) therapy. The patient reported that ¿when they woke up, there was fluid all over their body¿ and the transfer was disconnected from the patient line of the hc cassette. This occurred during drain four of four of pd therapy. Renal therapy services (rts) assisted the patient in ending the therapy session and reviewed proper procedures per the user manual with the patient. The patient contacted their registered nurse and their transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.